Event description:
Boston scientific crm received information that this 4135 right atrial (ra) lead was explanted due to ra loss of capture (loc). The patients ra was found to be not amenable and eventually a 4470 lead was implanted in the patients coronary sinus and is pacing in the patients left atrium (la) with good capture. During the same procedure a 4517 lead was attempted and removed due to no pacing in the ra. The patient previously had a 4479 surgically abandoned three months earlier likely due to ra loc.